Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient's lead had migrated, and as a result was experiencing ineffective therapy. Surgical intervention took place on (B)(6) 2024 and upon removal the physician was unable to completely remove the lead and ended up fracturing the lead while being withdrawn out the epidural space. The remainder of the lead was left in place and a new lead was placed. The ipg was also explanted and replaced, but reason for ipg replacement is unknown at this time. Effective stimulation was restored. Surgical intervention may take place at a future date to address the lead fragmentation left behind

Event description:
Additional information was received stating that the device was electively explanted/replaced. There is no alleged stated deficiency or malfunction of the device, and therefore decision is not reportable.

Manufacturer narrative:
Date of event estimated. Correction - section b5 - there is no alleged stated deficiency or malfunction of the device, and therefore decision is not reportable. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.